Manufacturer narrative:
Product analysis #250340167: one 6f taiga guide catheter was received for analysis. The non-medtronic guidewire used during the procedure was not returned. An inhouse 0.038¿ wire was loaded through the lumen of the catheter and exited the distal tip with no issues. No resistance was noted. The outer jacket at both sideholes appeared slightly split on one side and wire braid protruded out from the distal sidehole. No material appeared missing from around the split outer jacket. No deformation was noted to the curve. In comparison to the curve inspection template, the curve of the returned device appeared to meet specification. The od of the catheter measured 0.082¿ meeting specification of 0.082¿ +/- 0.001¿. The ID of the device measured 0.072¿ meeting specification of 0.072¿ +/- 0.001¿. No other deformation noted to the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A 6f taiga guide catheter was used during a radial approach procedure to treat moderately tortuous, moderately calcified lesion in the proximal left anterior descending (lad) artery. There was no damage noted to the packaging, the device was removed from packaging per IFU with no issues. The device was inspected with no issues noted. The device was prepped per IFU with no issue. Resistance was encountered when advancing the device. Excessive force was not used during insertion/delivery. The device was not excessively torqued. It was reported that it was difficult to deliver the device within the lumen, and the curve was also hard, and the device could not be engaged. It is also reported that resistance was encountered with a non medtronic guidewire during insertion. The patient is alive with no injury.